Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for an ablation procedure, the patient experienced a ventricular tachycardia rhythm due to inappropriate return to sinus detection as arrhythmia decelerated below the ventricular tachycardia cutoff rate as well as intermittent dropout. External defibrillation was used to terminate the arrhythmia and the recommended programming changes were made. The patient condition was good before, during, and after the visit. The patient will continue to be monitored.